Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that their blood glucose level was around 300 mg/dl to 400 mg/dl. Customer current blood glucose level was unknown. Customer was on low carbohydrates diet. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.